Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss for over 4 hours.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 a loss of connection had occurred. It was determined that loss of connection was related to the mobile application. Data was provided for investigation but does not reflect the full investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.